Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a cranial biopsy procedure. It was reported that the bone anchor broke when it was screwed into the skull. During the implantation of the titanium bone anchor, the titanium part of the bone anchor detached from the white plastic part with a slight rotation force applied. The bone anchor was not fully inserted, therefore, a high force was unlikely to have caused the detachment. The bone anchor was not fully inserted into the bone, and therefore the titanium thread could be removed from the bone with a clamp. The bone anchor was removed from the patient. It broke before it had reached its final position. A new accessory kit set was opened and the new bone anchor was used and fit well. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.